Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 627300, 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity, c.difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, drug allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, ovarian cyst, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection and constipation. Concomitant products included ibuprofen (motrin) and vicodin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("infection (bladder/ urinary tract/vaginal) type: vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), back pain ("pain, back pain, lower back right side") and abdominal pain ("pain, abdominal area"). On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, procet (acetaminophen w/hydrocodone), azithromycin, ceftriaxone, surgery (total hysterectomy (uterus and cervix removed), surgery (other) type of surgery: mesh on uterus) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, pelvic pain, mood swings, vaginal haemorrhage, bacterial vaginosis, cervicitis, female sexual dysfunction, depression, anxiety, rash, headache, migraine, dyspareunia, vaginal discharge, weight increased and abdominal pain outcome was unknown, the dysmenorrhoea and fatigue was resolving and the back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, cervicitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Full blood count - on (B)(6) 2010: 13.0. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: (B)(6). On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal descending proximal sigmoid colon. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, most recent follow-up information incorporated above includes: on 8-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, removal date, lot no, treatment, concomitant medications, concomitant disease, new events mood swings, menorrhagia, vaginal haemorrhage, vaginal disorder, female sexual dysfunction, depression, anxiety, rash, headache, migraine, dysmenorrhoea, dyspareunia, weight increased, vaginal discharge, back pain, fatigue and abdominal pain added. Outcome for event dysmenorrhoea and fatigue added as recovering / resolving and for event back pain added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. 627300/ 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity, c.difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, contrast media allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, ovarian cyst, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection and constipation. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, ibuprofen (motrin), tramadol and vicodin. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), back pain ("pain, back pain, lower back right side"), abdominal pain ("pain, abdominal area") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and genitourinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, procet (acetaminophen w/hydrocodone), azithromycin, ceftriaxone, surgery (total hysterectomy (uterus and cervix removed), surgery (other) type of surgery: mesh on uterus) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, mood swings, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, depression, anxiety, rash, headache, vaginal discharge, weight increased and abdominal pain outcome was unknown, the pelvic pain and back pain had resolved and the genitourinary tract infection, migraine, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genitourinary tract infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Full blood count - on (B)(6) 2010: 13.0. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal decending proximal sigmoid colon. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, lot number: 627300 manufacture date: may-2008 expiration date: may-2010 . Lot number: 627311 manufacture date: may-2008 expiration date: may-2010 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2018: event "urinary tract infection" added, previously reported event "severe pelvic pain " and "dyspareunia (painful sexual intercourse), urinary tract infection, migraines " outcomes updated to "recovered / resolved" and "recovering / resolving" respectively from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. 627300/ 627311/4327300-inv027311-in) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, multiple cesarean sections and dysfunctional uterine bleeding. Concurrent conditions included obesity, c. Difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, contrast media allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection, constipation, internal hemorrhoids, cervicitis, uterine dilation and curettage, vaginal odor, vaginitis, mood disorder, urinary frequency, pruritus, premenopause, oligomenorrhea, dysuria and bloating. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, ibuprofen (motrin), tramadol and vicodin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), back pain ("pain, back pain, lower back right side"), abdominal pain ("pain, abdominal area") and urinary tract infection ("urinary tract infection"). On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and genitourinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, procet (acetaminophen w/hydrocodone), azithromycin, ceftriaxone, surgery (davinci robotic assisted total hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, mood swings, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, depression, anxiety, rash, headache, vaginal discharge, weight increased and abdominal pain outcome was unknown, the pelvic pain and back pain had resolved and the genitourinary tract infection, migraine, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genitourinary tract infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube. Essure devices and total of 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Full blood count - on (B)(6) 2010: 13.0. Helicobacter test - on (B)(6) 2010: positive. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal descending proximal sigmoid colon. On (B)(6) 2017: pathology diagnosis: uterus, cervix and bilateral fallopian tubes, resection: mild chronic cervicitis. Attenuated endometrium. Bilateral tubes with fimbria show no significant pathology. One tube shows paratubal cyst. Gross: specimen consists of flask-shaped uterus and cervix. Serosa congested and roughened in part. There is a roughened area on superior aspect which measures 3.0 x 1.8 cm. There are 2 spiral-shaped, silver, metallic sterilization devices protruding from each cornu. There are two symmetrical fallopian tubes both measuring 3.1cm length by 0.7cm diameter. One of the segments shows a 1.1cm paratubal cyst near the fimbriated end. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, depression, urinary tract infection, weight gain, back pain. Lot number: 627300, manufacture date: may-2008, expiration date: may-2010 . Lot number: 627311, manufacture date: may-2008, expiration date: may-2010. Lot number report {4327300} and {027311} are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), uterine perforation ('uterien perforation'), fallopian tube perforation ('fallopian tube perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 627300 627311 4327300 027311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, multiple cesarean sections and dysfunctional uterine bleeding. Concurrent conditions included obesity, c.difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, contrast media allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection, constipation, internal hemorrhoids, cervicitis, uterine dilation and curettage, vaginal odor, vaginitis, mood disorder, urinary frequency, pruritus, premenopause, oligomenorrhea, dysuria and bloating. Concomitant products included buspirone hydrochloride (buspar) since 2013, ciprofloxacin from (B)(6)2014 to(B)(6) 2015, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lorazepam from (B)(6) 2015 to (B)(6) 2015, metoprolol succinate (toprol), naproxen from (B)(6) 2015 to 10-(B)(6) 2016, prednisolone (B)(6) 2013 to september 2013 and tramadol. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("pain, back pain, lower back right side"), abdominal pain ("pain, abdominal area") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"), 1 month 12 days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced cervical cyst ("other injury(ies) or complication(s) please describe: nabothian cysts"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and genitourinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, azithromycin, ceftriaxone, hydrocodone;paracetamol (acetaminophen;hydrocodone) and surgery (ablation and davinci robotic assisted total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal discharge and back pain had resolved, the uterine perforation, fallopian tube perforation, mood swings, bacterial vaginosis, female sexual dysfunction, depression, anxiety, rash, headache, weight increased, abdominal pain and cervical cyst outcome was unknown and the genitourinary tract infection, migraine, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, cervical cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genitourinary tract infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube. Essure devices and total of 3 trailing coils noted. Lot numbers: 627300, 627311, 4327300 invalid, 027311 invalid. Patient received treatment for: pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, urinary tract infection, migration, uterine perforation and fallopian tube perforation. Ablation was done on (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Full blood count - on (B)(6) 2010: results: 13.0. Helicobacter test - on (B)(6) 2010: results: positive. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: results: negative.. On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal decending proximal sigmoid colon. On (B)(6) 2017: pathology diagnosis: uterus, cervix and bilateral fallopian tubes, resection: mild chronic cervicitis. Attenuated endometrium. Bilateral tubes with fimbria show no significant pathology. One tube shows paratubal cyst. Gross: specimen consists of flask-shaped uterus and cervix. Serosa congested and roughened in part. There is a roughened area on superior aspect which measures 3.0 x 1.8 cm. There are 2 spiral-shaped, silver, metallic sterilization devices protruding from each cornu. There are two symmetrical fallopian tubes both measuring 3.1cm length by 0.7cm diameter. One of the segments shows a 1.1cm paratubal cyst near the fimbriated end. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, depression, urinary tract infection, weight gain, back pain. Lot number: 627300 manufacture date: may-2008 expiration date: may-2010 . Lot number: 627311 manufacture date: may-2008 expiration date: may-2010. Lot number report {4327300} and {027311} are invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event uterine perforation and fallopian tube perforation were added. Outcome of the event device dislocation, vaginal haemorrhage, menorrhagia, vaginal discharge were updated from unknown to recovered incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. 627300/ 627311/4327300/ 027311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, multiple cesarean sections and dysfunctional uterine bleeding. Concurrent conditions included obesity, c.difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, contrast media allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection, constipation, internal hemorrhoids, cervicitis, uterine dilation and curettage, vaginal odor, vaginitis, mood disorder, urinary frequency, pruritus, premenopause, oligomenorrhea, dysuria and bloating. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, ibuprofen (motrin), tramadol and vicodin. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), back pain ("pain, back pain, lower back right side"), abdominal pain ("pain, abdominal area") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and genitourinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, procet (acetaminophen w/hydrocodone), azithromycin, ceftriaxone, surgery (davinci robotic assisted total hysterectomy bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, mood swings, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, depression, anxiety, rash, headache, vaginal discharge, weight increased and abdominal pain outcome was unknown, the pelvic pain and back pain had resolved and the genitourinary tract infection, migraine, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genitourinary tract infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube. Essure devices and total of 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Full blood count - on (B)(6) 2010: 13.0. Helicobacter test - on (B)(6) 2010: positive. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal decending proximal sigmoid colon. On (B)(6) 2017: pathology diagnosis: uterus, cervix and bilateral fallopian tubes, resection: mild chronic cervicitis. Attenuated endometrium. Bilateral tubes with fimbria show no significant pathology. One tube shows paratubal cyst. Gross: specimen consists of flask-shaped uterus and cervix. Serosa congested and roughened in part. There is a roughened area on superior aspect which measures 3.0 x 1.8 cm. There are 2 spiral-shaped, silver, metallic sterilization devices protruding from each cornu. There are two symmetrical fallopian tubes both measuring 3.1cm length by 0.7cm diameter. One of the segments shows a 1.1cm paratubal cyst near the fimbriated end. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, depression, urinary tract infection, weight gain, back pain. Lot number: 627300 manufacture date: may-2008 expiration date: may-2010. Lot number: 627311 manufacture date: may-2008 expiration date: may-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: medical record received. Reporter information, other relevant history and lab data updated. New essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 26-year-old female patient who had essure (batch no. 627300 627311 4327300 027311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, multiple cesarean sections and dysfunctional uterine bleeding. Concurrent conditions included obesity, c.difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, contrast media allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection, constipation, internal hemorrhoids, cervicitis, uterine dilation and curettage, vaginal odor, vaginitis, mood disorder, urinary frequency, pruritus, premenopause, oligomenorrhea, dysuria and bloating. Concomitant products included buspirone hydrochloride (buspar) since 2013, ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lorazepam from (B)(6) 2015 to (B)(6) 2015, metoprolol succinate (toprol), naproxen from (B)(6) 2015 to (B)(6) 2016, prednisolone (B)(6) 2013 to (B)(6) 2013 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("pain, back pain, lower back right side"), abdominal pain ("pain, abdominal area") and urinary tract infection ("urinary tract infection"). On (B)(6) 2009, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"), 1 month 12 days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced cervical cyst ("other injury(ies) or complication(s) please describe: nabothian cysts"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and genitourinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, azithromycin, ceftriaxone, hydrocodone;paracetamol (acetaminophen;hydrocodone) and surgery (ablation and davinci robotic assisted total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, mood swings, vaginal haemorrhage, bacterial vaginosis, female sexual dysfunction, depression, anxiety, rash, headache, vaginal discharge, weight increased, abdominal pain and cervical cyst outcome was unknown, the pelvic pain and back pain had resolved and the genitourinary tract infection, migraine, dysmenorrhoea, dyspareunia, fatigue and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, cervical cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genitourinary tract infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube. Essure devices and total of 3 trailing coils noted. Lot numbers: 627300, 627311, 4327300 invalid, 027311 invalid. Ablation was done on 15/03/2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Full blood count - on (B)(6) 2010: results: 13.0. Helicobacter test - on (B)(6) 2010: results: positive. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: results: negative.. On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal decending proximal sigmoid colon. On (B)(6) 2017: pathology diagnosis: uterus, cervix and bilateral fallopian tubes, resection: mild chronic cervicitis. Attenuated endometrium. Bilateral tubes with fimbria show no significant pathology. One tube shows paratubal cyst. Gross: specimen consists of flask-shaped uterus and cervix. Serosa congested and roughened in part. There is a roughened area on superior aspect which measures 3.0 x 1.8 cm. There are 2 spiral-shaped, silver, metallic sterilization devices protruding from each cornu. There are two symmetrical fallopian tubes both measuring 3.1cm length by 0.7cm diameter. One of the segments shows a 1.1cm paratubal cyst near the fimbriated end. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, depression, urinary tract infection, weight gain, back pain. Lot number: 627300 manufacture date: may-2008 expiration date: may-2010 lot number: 627311 manufacture date: may-2008 expiration date: may-2010 lot number report {4327300} and {027311} are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet was received. Events added from pfs- nabothian cysts. Events onset date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no. 627300/ 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity, c. Difficile colitis, ovarian cyst, uterine cervix stenosis, pelvic adhesions, paratubal cyst, dizziness, contrast media allergy, hives, flu symptoms, nauseated, knee pain, chills, irritability, jaw pain, sore throat, palpitation, hot flashes, menses irregular, polydipsia, shaking, blurred vision, throat pain, elevated bp, urinary frequency, dyspnea, chest burning, ovarian cyst, nasal congestion, paraesthesia of fingers, stress, irritable bowel syndrome, hypertension, hypertension, dysuria, chest pressure, feverish, dysphagia, asthma, stomach ulcer, urinary tract infection and constipation. Concomitant products included ibuprofen (motrin) and vicodin. In november 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), rash ("rashes or skin conditions type: rashes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), back pain ("pain, back pain, lower back right side") and abdominal pain ("pain, abdominal area"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and genitourinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, procet (acetaminophen w/hydrocodone), azithromycin, ceftriaxone, surgery (total hysterectomy (uterus and cervix removed), surgery (other) type of surgery: mesh on uterus) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, pelvic pain, mood swings, vaginal haemorrhage, bacterial vaginosis, genitourinary tract infection, female sexual dysfunction, depression, anxiety, rash, headache, migraine, dyspareunia, vaginal discharge, weight increased and abdominal pain outcome was unknown, the dysmenorrhoea and fatigue was resolving and the back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genitourinary tract infection, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils were noted at right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Full blood count - on (B)(6) 2010: 13.0 hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2009, CT of the abdomen showed the liver, spleen, pancreas, adrenals, and kidneys, are unremarkable. No free air or fluid is demonstrated and CT of the pelvis showed the appendix appears normal. The urinary bladder is unremarkable. There is thickening of the colon, especially the transverse and descending colon. There is a slight stranding along the distal descending proximal sigmoid colon. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, dysmenorrhea, vaginal haemorrhage, anxiety, headache, menorrhagia, migraine, fatigue, vaginal discharge, abdominal pain, nausea, bacterial vaginosis, cervicitis, lot number: 627300 manufacture date: (B)(6) 2008 expiration date: (B)(6) 2010 lot number: 627311 manufacture date: (B)(6) 2008 expiration date: (B)(6) 2010 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.